Manufacturer narrative:
.

Event description:
A customer contacted baxter technical service regarding a check patient line alarm during fill 5/5 of therapy, using the homechoice system. The fill volume at the time was 237ml. The service representative started to troubleshoot and the caller said the home patient felt full. The home patient reported feeling abdominal discomfort. The service representative put the home patient into two manual drains and the home patient drained a total of 698ml in two manual drain attempts. The home patient was frequently going to the bathroom. Fill was resumed and the home patient felt full again after filling with 479ml. Another manual drain was completed. A swap of the device was arranged. The service representative and home patient discussed the use of capd/manual supplies until the replacement device arrived. There was no patient injury or medical intervention indicated at the time of the initial report.